Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found an insulation abrasion between 2.6 cm and 3.9 cm from the distal tip. An x-ray revealed that both proximal cables were fractured which caused the reported high lead impedance.

Event description:
It was reported that the left ventricular lead exhibited impedance greater than 3000 ohms and loss of capture at high outputs. The lead was removed and replaced.